Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 244 mg/dl, 106 mg/dl, 145 mg/dl, and 115 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.